Event description:
The patient reported that they had been admitted into the emergency room on (B)(6) 2023. The patient reported that they received an error on their omnipod personal diabetes manager (pdm). The patient did not provide any further information. Three good faith effort attempts were made to reach the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.